Event description:
The consumer was driving his chair down the ramp when the chair allegedly rocked forward onto the front rigging. The consumer allegedly slid forward in seat and got his legs tangled in the footrest. No serious injury is alleged.

Manufacturer narrative:
No injury reported. The users chair was received and inspected on 08/28/09. Manufacturer determined the locking gas cylinders which is a mechanical component were not functioning as intended. The chair has been replaced and is no longer in service.